Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fatigue problem without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center for inspection. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at service center. During inspection of the device, a chipped objective and light guide lens glue was found. There was no patient involvement.